Event description:
It was reported that after replacing a teflon infusion inset, the user experienced hyperglycemia with blood glucose reading ¿high,¿ later documented as over 400 mg/dl for approximately four hours, and the cannula was found bent; the user lacked replacement supplies, removed the site, and initiated backup therapy with (B)(4) units of humalog, while replacement supplies were arranged and troubleshooting and education were completed. Symptoms included fatigue. Outcomes included no medical intervention, no ketone testing, and continuation on backup therapy until supplies became available. Investigation included customer interview, troubleshooting, and review of use circumstances. Investigation of this case revealed a bent teflon cannula and an inability to confirm proper insertion or function due to no supplies on hand, with the cause of hyperglycemia remaining unclear. It was concluded that the event involved hyperglycemia with an undetermined root cause and user-managed correction using backup therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.